Event description:
A malfunction code was reported, but there were no notable events leading up to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, which resolved the malfunction. The customer was informed that they could continue using the pump and advised to contact support again if the malfunction code reappeared.